Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient reported that his cgm readings were reading low for 7-8 hours. Afterwards, he checked his bgm for comparison and it showed over 600 mg/dl and that the cgm was not accepting the manual calibration. The patient stated that he woke up and he felt light headed, lower energy and mentally foggy so he drank juice and 50g of carbs. He ate without taking any insulin. Afterwards he felt symptoms indicating that his blood glucose was high which is how he found out that his bgm is over 600 mg/dl but is unable to provide specific symptoms he may have experienced at this point. Treatment information or information if the patient sought medical attention is unknown. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.